Event description:
Surgeon was removing hardware from pt's finger. The surgeon reported the "sheering off of one of the heads of the 1.3 screws retaining the shaft portion of the screw within bone. There was no residual prominence. The surgeon stated that efforts to remove the retained portion would have required bone destruction. As a result, he determined it was best to leave the shaft portion of the screw.